Manufacturer narrative:
Q: you provided in the MDR report that "error 5 product labeling states error applying blood to the test strip". However, in a roche youtube video for error 5, the possible causes also include "hematocrit level out of range" and "blood is partially clotted" (https://www.youtube.com/watch?v=evujfkfup3q). Please provide the most recent product label on error 5 and other error code(s) that may be associated with out-of-range hematocrit levels. A: attached are the following documents: 1823260-2021-00532 roche response. Coagucheck xs patient self test (pst) user manual. Coaguchek xs strip package insert.

Manufacturer narrative:
The meter was returned for investigation where it was tested using retention strips (lot 43002216) and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.5 inr, qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. There were no results found in the patient result memory surrounding the date of the medical incident. The patient had alleged that they were unable to use the meter from (B)(6) 2021 to (B)(6) 2021 due to receiving error 5 messages multiple times. The meter's error code report shows an error 5 on (B)(6) 2021 at 12:16 pm and again on (B)(6) 2021 at 7:22 pm. On (B)(6) 2020 at 9:00 am, there was one error 5 at 9:47 am and another error 5 at 10:03 am. No error 5 or other errors were observed while testing the returned meter. An error 5 can be caused by insufficient sample applied to the test strip. The patient's family member indicated that they believe the error 5 was attributed to user error. The control testing performed during the investigation were observed correctly within the meter's memory.

Manufacturer narrative:
Medical assessment of the event states elevated inr results due to biological enhancement of vitamin k antagonist (vka) action is a known side effect of amiodarone and cholestipol. Refer to the drug interactions section of the publication "amiodarone: electrophysiologic actions, pharmacokinetics and clinical effects, jacc vol. 3. No.4 april 1984: 1059-71" and "colestipol monograph for professionals - drugs.com," general precautions, fat-soluble vitamin deficiency section. The patient's inr was not monitored between (B)(6) 2021 due to the error message from the device. The patient did not seek other options for monitoring inr. The patient's elevated inr was sufficiently treated with vitamin k in the hospital. The patient¿s product was requested for an investigation, however, the patient has no more test strips to return. The meter has not been received at this time. If the meter is returned in the future a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states "you may see the following error messages while using the coaguchek xs meter. If you see an error message, first try to correct the problem using the solution described below. If the problem persists, call roche diagnostics technical service center at (B)(6), 24 hours a day, 7 days a week." For error 5 product labeling states "error applying blood to the test strip" and "turn the meter off and remove the test strip. Repeat the test using a new strip and blood taken from a new fingerstick from a different finger." The investigation did not identify a product problem. Occupation is lay user/patient. Unique identifier (UDI) #: (B)(4).

Event description:
A report was received related to a patient who was unable to test on the coaguchek xs meter with serial number (B)(4) due to "error 5" messages. The patient last tested on the meter on (B)(6) 2021 with a result of 2.4 inr. No changes were made to the patient¿s warfarin dose based on this result. The patient had attempted to test on the meter on (B)(6) 2021 and received an "error 5" each time. The patient did not think sufficient blood was applied to the strip. Additionally, the patient was re-using the same finger to re-test when the meter would show error 5. Error 5 was not resolved by re-testing, no results were obtained on the meter after (B)(6) 2021. Nine days later on (B)(6) 2021, the patient went to the hospital as he had blood in his diarrhea. The patient was admitted to the hospital where the laboratory result was 11.2 inr. The patient was taking amiodarone and cholestipol. Biological enhancement of vitamin k antagonist (vka) action is a known side effect of amiodarone and cholestipol. Due to the lab result, the patient¿s warfarin dose was held and the patient was treated with vitamin k. On (B)(6) 2021 the result from the hospital laboratory was 3.7 inr. The patient¿s therapeutic range is 2.5 ¿ 3.0 inr. The patient¿s bleeding has stopped and the patient is currently stable. The patient is in a rehabilitation facility and is expected to come home on (B)(6) 2021. The cause of the patient¿s diarrhea and blood in diarrhea is not known. The patient's physician decided to switch the customer's medication from warfarin to eliquis. The patient is no longer testing with the coaguchek xs meter.